Manufacturer narrative:
The returned product was evaluated and the investigation found to have a tear in the soft cannula. During fluid path test, insulin diverted through the tear in the soft cannula. Tears in the soft cannula reduce the ability of the product to deliver insulin to the patient.the device was returned without the needle guard. The exact cause of the reported fluid leaking from the needle guard could not be determined. The device download data shows no increase in pulse widths or signs of struggle during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose reached 15 mmol/l (270 mg/dl) after wearing the pod between 4 and 24 hours on the arm. There was insulin leaking noted at the site.